Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the loss of watertightness was poor watertightness of the button. The conclusion was that the issue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head to the service center for a separate issue. During device analysis, the service repair technician identified that the device exhibited a loss of watertightness due to poor watertightness of the button. There was no patient involvement.